Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) battery status due to longer than expected charge times. The monitoring voltage was 2.67 volts, with a charge time of 18.9 seconds. A boston scientific technical services consultant discussed replacing the device, as eri had been triggered, but agreed that the patient would continue to be protected until a replacement procedure could be scheduled in january. It was later reported that the patient received several shocks for ventricular tachycardia and the device charge time decreased to 16 seconds.